Event description:
It was reported via phone call, that the customer had blood glucose levels that rose to 400mg/dl. Sensor errors and calibration errors were also reported. Troubleshooting was declined. No significant event leading up to the incident was mentioned.

Manufacturer narrative:
Reliability analysis inspected one opened/used enlite sensor and performed bicarbonate buffer test. The sensor passed with accurate readings.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.